Event description:
Analysis was completed for the returned lead. The lead was returned intact. The condition of the lead assembly is consistent with conditions that typically exist following an attempted implant procedure. The electrode ribbons appeared to be stretched and the helices misshaped with specs of dried body fluids. No obvious anomalies were noted. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Canted spring marks were observed on the connector ring surface. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. There is no evidence to suggest any anomaly with the returned lead.

Event description:
It was reported that while implanting a new patient, the patient's new lead showed high impedance. The electrodes were securely placed around the nerve and the lead pin was reinserted and there was still high impedance. Generator diagnostics were run with the test resistor and generator was functioning normally. The electrode site was irrigated. These steps did not resolve the high impedance. When the lead was replaced, the impedance resolved. The manufacturer device history records were reviewed. The lead passed final functional and quality tests prior to release. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
The lead was received. Analysis is underway, but has not been completed to-date.